Event description:
It was reported that the insertable cardiac monitor and the activator did not show electrocardiogram (ECG) mapping. The devices were not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4) the device was returned for analysis. Primary analysis revealed no anomalies found. (B)(4): the activator was analyzed and no anomalies were found.

Event description:
It was reported that the insertable cardiac monitors did not show electrocardiogram (ECG) mapping. The device was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned for analysis. Primary analysis revealed no anomalies found.